Manufacturer narrative:
This MDR is in reference to the screws that were associated with the infection/flap removal. The total quantity is unknown, but it can be assumed that it was a quantity greater than 1. Screws are not available for evaluation. If additional information is received, it will be reported on a supplemental report. Flap was discarded in the o.r.

Event description:
It was reported by the company representative that two weeks ago a patient underwent surgery. The flap needed to be removed as the patient had acquired an infection. A possible revision surgery has not yet been planned.

Event description:
It was reported by the company representative that two weeks ago a patient underwent surgery. The flap needed to be removed as the patient had acquired an infection. A possible revision surgery has not yet been planned.

Manufacturer narrative:
The reported event could not be confirmed, because the provided information is insufficient. Additional information has been requested such as the type of surgery performed, the exact catalog number of the plates and screws that were used during procedure as well as the type of bacteria that has been found. Further, the infection checklist has also been sent in order to gain further information about the reported event. However, the sales representative has not returned the infection checklist. The patient presented in this case has had three tumors removed from the site as well as a mini skin graft. The sales representative has stated that the device has been sterilized once prior to surgery. And that the surgeon after recalling the operation, ¿did not believe the possible infection was derived from the implant(s).¿ additionally, the ¿infection complaints - checklist investigator¿ (cmfqf 13-002) was completed by the assigned investigator at stryker freiburg for the affected devices. For infection complaints, expanded investigations are performed to assure that neither the reported device nor all related manufacturing (e.g. Environmental monitoring, sterilization validations tests) process steps could have caused the event. Indications for any device or manufacturing related problems were not found. Based on the performed investigation as well as the statement from the customer that the reported devices have not caused the possible infection, there is no indication for an incorrectly working product or any systematic design, material or manufacturing related issue.